Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that their sciatica implant had moved after the surgery for their bladder implant. The patient stated that the implant was on the other side, but now it was by their spine. The patient said that it was further down to the right side. Agent asked the patient if they had already spoke with their doctor about this issue and patient said that they called their doctor this morning, but no one called them back. Patient mentioned that they have a mesh implant and they don't have muscle in their front area, so it's possible that the sciatic implant moved. The patient was redirected to their healthcare provider (hcp) to further address the issue.